Event description:
The customer stated she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 320 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have the necessary supplies. It was found that the customer had received a low battery alarm two days prior to the event, followed by an off no power alarm the day prior to the event, but did not change the battery in the insulin pump. It was explained to the customer that the likely cause of the hyperglycemia was that the battery had been depleted in the insulin pump, thus preventing the delivery of insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.